Manufacturer narrative:
The customer reported that this central nurse's station (cns) is showing "no sync" error on both screens. Nihon kohden technical support advised the customer to reset the dv cables and power cycle the unit, after which the error disappeared. They were unable to monitor patients at this cns from 19:55 - 20:35 pst. No harm or injury was reported.

Event description:
The customer reported that this central nurse's station (cns) is showing "no sync" error on both screens.